Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing was damaged the child was admitted on (B)(6) 2024 for the first day of a catheterisation, and on (B)(6) 2024 for the second day. After the entire day's fluid infusion was completed and the catheter sealed, the end of the catheter hose's stopcock suddenly broke off. No external force was involved, and the breakage occurred spontaneously. A closer look revealed that there was another end about to break off. This caused the child's parents to worry about the quality of the product, increased the child's pain and anxiety from repeated needle punctures, and caused the nursing staff to worry about the safe use of the catheter.

Manufacturer narrative:
1. DHR/bhr reviewlot#3325175. 1-the products of this batch were assembled at intima ii auto line 3 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batches used in this batch of products are 3331063 and 3360715, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for the relevant functional test: the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times, and then held in the pinched state under 800mm pressure device for 3 days). The test result shows that there is no leakage at the extension tubing. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received, the damaged state of the extension tubing and the pinching state of the pinch clamp cannot be identified, and the root cause of the fracture of the extension tubing cannot be confirmed.

Event description:
No additional information provided.